Event description:
The user facility reported that a 47 yr old male was implanted with a impella cp for support during a high risk cardiac procedure. It was reported that oozing at impella site and minimal red urine was noted. Pressors weaned down and pump able to wean to p2. Plan to remove cp and replace with intra-aortic balloon pump.

Manufacturer narrative:
The impella device was discarded by the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: e4 and h6 medical device problem code was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details and no product was returned for review. Device history review: the device passed all post sterile inspection checks.